Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2022-13530. It was reported that the patient underwent an unrelated surgical procedure. It's unknown if the ipg was set into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device and patient lost therapy. Patient also reported inadequate coverage. As a result, surgical intervention was undertaken wherein the ipg was replaced and a new lead implanted for better coverage.

Manufacturer narrative:
Corrected data : the reportable awareness date was inadvertently entered as mar 23, 2022 in the initial report, the correct awareness date was supposed to be 20 may 2022.